Event description:
It was reported the patient¿s old implantable neurostimulator (ins) was replaced because the patient lost (B)(6) and the ins started to come through the patient¿s abdomen. It was noted the patient had an opening about the size of a dime or quarter. It was further noted the ins was taken out and the patient had to wait a month to ensure no infection. The reporter stated their new ins was placed in their back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), product type lead; product ID 3708160, serial # (B)(6), product type extension; product ID 3708160, serial # (B)(4), product type extension; product ID 37742, serial # (B)(6), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).